Manufacturer narrative:
(B)(4). Empty instrument, broken jaw. Evaluation summary: the analysis result for the instrument found that it was returned with the jaw broken at bifurcation, empty and with the lockout mechanism fired through. The instrument is designed to lockout when all the clips have been fired. However, it was noted that the orange indicator was beyond its intended position due to the lockout mechanism being fired through. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unk procedure, the device locked out. Used another like device to complete the case. No pt consequence.